Event description:
It was reported to philips that there was an issue with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The vascular non-emergency treatment procedure was completed by using the wired foot switch. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the wi-fi (led) indicator was off and the battery indicator on the wireless foot switch (wfs) was always off without the charger but with the charger plugged in the wfs, the battery indicator was green. The fse replaced the wfs and base station. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station for the old design wireless footswitch. Philips has initiated medical device correction z-2485-2023 for this issue. The returned parts have been analyzed and confirmed to be a faulty battery. After the replacement of the wfs and base station the solution was implemented, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.